Manufacturer narrative:
The manufacturer previously reported information alleging that patient passed away while on unit. The philips product investigation lab received trilogy evo serial number (B)(6) on (B)(6) 2023. Event log was retrieved and reviewed, therapy was run under the exisiting device settings with a test lung for approximately 4 hours and the device was found to operate as expected. The device was tested on the evo multifunctional test station and passed all testing. The philips product investigation lab was unable to confirm a failure of the device and concluded that the trilogy evo device operates as designed. The investigation findings did not uncover any details that would change or modify the risk of the device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging patient passed away while on unit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.